Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia with a reported value of 401 mg/dl for about two hours after eating a bowl of rice without announcing the meal because the ilet reportedly did not turn back on, and the user indicated intent to switch to backup subcutaneous insulin therapy. Symptoms included elevated glucose readings on a dexcom g7 continuous glucose monitor. Outcomes included the need for troubleshooting and without alerts or alarms and without hospitalization. Investigation included assessment of user-reported device behavior and therapy use. Investigation of this case revealed that the high glucose was attributable to missed insulin dosing due to an unannounced meal in the context of a reported device power-on issue, with no alarms reported and the user utilizing a teflon infusion set in the abdomen. It was concluded, based on previously established findings for similar reports, that user-related factors associated with missed meal announcement were the primary cause, with a potential contributing device power-on issue.